Manufacturer narrative:
The customer returned the suspected contour next (connected) meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9cpeg18b using a blood sample, which gave a satisfactory performance. Section d4 has been updated with the correct lot #.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided. The contour next (connected) meter is not marketed in the united states. However, the device is similar to the contour next one meter with the product code nbw and 510 (k) # k160682, which is marketed in the united states.

Event description:
An advocate from (B)(6) called on behalf of his father to report that within 5 minutes, they obtained blood glucose readings of 250 mg/dl and 150 mg/dl with their contour next (connected) meter. The customer was experiencing symptoms of hypoglycemia such as trembling, dizziness and foaming at the mouth. The customer became unresponsive. An ambulance was called and 15 minutes later, a reading of 19 mg/dl was received with an alternate meter. The customer was given an unknown infusion after which he recovered well. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.